Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryocath procedure air ingress was confirmed. The sheath was replaced and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:data files were received and analyzed. The analysis does not show issues or system notices during the event date. The files show that at least 19 injections were performed with the catheter. No product has been returned for investigation. Air ingress issue was reported encountered during the procedure. The device 4fc12/85843 not returned for investigation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryocath procedure air ingress was suspected; air could not be removed from the sideport during the procedure. The sheath was replaced the procedure was completed successfully. The sheath was discarded by the facility and the suspected anomaly could not be confirmed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.